Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated that during testing at the user facility, the device passed testing and was returned to clinical svc. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represent all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of fentanyl and the delivery was started via an epidural catheter. No specific programming parameters were provided. After an unspecified length of time, the pt reported inadequate pain relief. The customer contact indicated that the pump appeared to be delivering properly. No specific details were provided. The device was removed from clinical svcs. The delivery was resumed using a replacement device and tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing and was returned to clinical svc. Though requested, no add'l info was provided.